Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that a telemetry device connected to a pt did not alarm when the pt went into asystole. The pt was discharged from the central station and the data has been deleted.